Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Sepsis and driveline and wound infections are potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support and history of recurrent polymicrobial infections. Based on the available information there is no indication of any device malfunctions or performance issues that may have contributed to the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event; with the primary investigator reporting that the event was unrelated to the hvad device. Clinical factors that may have contributed to the reported event include the patient's pre-existing history of and diabetes and his related comorbidities. Though the root cause of the reported event cannot be conclusively determined; there are patient factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that a patient developed a driveline infection and was re-admitted to hospital.  The report indicates that the patient was treated with a re-operation.  The details of the patient's clinical course or of the specifics of his treatment were not provided.  The event was reported to have been resolved on (B)(6) 2016.  The primary investigator reported that the event was related to the patient's condition and unrelated to the hvad system or procedure.

Manufacturer narrative:
Additional information received indicates that the patient fell on (B)(6) 2016. This fall was associated with trauma to the left epigastric area resulting in an area of ecchymosis but no erythema, edema, or plethora. On (B)(6) 2016 the patient noted erythema extending towards erythema that extended from the ecchymotic area along with plethora and warmth. The patient denied any fever, chills, cough or drainage from his driveline. He went to a local hospital where he was noted to have leukocytosis. Blood cultures were obtained and the patient treated with one dose of intravenous (IV) vancomycin. He was then admitted to a vad-implanting facility for further treatment. On admission his white blood count (wbc) had decreased but a computerized tomography (CT) was suggestive of abscess. He was then started on IV vancomycin and zosyn. The patient underwent an incision and debridement (I&d) of the site along the driveline on (B)(6) 2016. A culture of the sternal drainage taken during the surgery revealed staphylococcus intermedius. A CT scan done on (B)(6) 2016 revealed interval debridement of the subxiphoid fluid collection with a small amount of phlegmon still seen surrounding the proximal driveline but no definite organized residual collection. On (B)(6) 2016, the patient was started on IV ceftriaxone. The patient was deemed to be afebrile and stable and was discharged on (B)(6) 2016 on continued IV ceftriaxone. Updated conclusion: based on the available information there is no indication of any device malfunctions or performance issues that may have contributed to the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event; with the primary investigator reporting that the event was unrelated to the hvad device. Clinical factors that may have contributed to the reported event include the patient's pre-existing history of and diabetes and his related comorbidities and the recent trauma to the patient's driveline site. Though the root cause of the reported event cannot be conclusively determined; there are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.